Manufacturer narrative:
One used sample was received and evaluated. Visual inspection of the sample revealed that the clave at the secondary port of the cassette was completely torn off. There are white drag marks indicating the use of force on the set. Hospira has completed a formal investigation to address this issue. Preventive/corrective actions are in progress. According to investigation the root cause of these events is that the design controls for this design of the cassette with semi rigid adapter configuration did not consider the user needs neither the cassette with clave directly bonded to the secondary port of the cassette which was considered the solution for the complaints leaks and broken claves in the semi rigid adapter configuration. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the clave secondary port of the cassette, resulting in a leak. The plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the customer contact reported that the clave secondary port would snap off and the solution would leak out. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.